Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the report unchanged mr. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and a tethered posterior leaflet. It was noted that imaging was difficult. An xtw clip (50425r1038) was successfully implanted. To further reduce mr, an additional xtw clip (50506r1068) was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed and the gripper was able to lower. The clip was then implanted. To further reduce mr, an nt clip (50402r1053) was inserted and advanced into the left ventricle. However, while in the left ventricle, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that tissue damage occurred. The physician decided to remove the mitraclip devices and discontinue the procedure. Mr remained at a grade of 4+. The patient then underwent a mitral valve replacement. There was no clinically significant delay in the procedure.